Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant of an ICD, the pulse generator went into back-up mode after reported exposure to electrocautery.